Manufacturer narrative:
Unit received with constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm due to corroded motor home switch. Unable to confirm an error in the motor was detected by reading unexpected value from hall sensor alarm due to constant no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewind.

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump errors. The customer¿s blood glucose was 114 mg/dl. Customer states pump was not exposed to a high magnetic field. Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.